Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alarmed for call service 078 multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data show the reported call service alarms. The pump powered up with auditory and vibratory features. The pump alarmed for motor rewind error during the rewind/load/prime sequence and a 24-hour pump exercise. The reported call service alarm was verified in the black box and duplicated in the investigation. Removal of pump casing found evidence of moisture damages on the printed circuit board.